Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent #3 key, which was experienced during evaluation. The remaining keys were functioning as expected. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad due to an intermittent #3 key. I was also reported there was no patient injury.